Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) did not unfold during multiple procedures. There was no patient harm reported. Additional details have not been received.